Event description:
It was reported that the patient was having issues with her device. It was noted that the patient had ¿times where she questioned if the device was working.¿ it was noted that the patient occasionally did not feel stimulation, felt more pain than stimulation and sometimes felt more stimulation on her left side than her right side. It was noted that this had been occurring for a couple of months prior to the report. It was noted that the stimulation used to go all the way up her back to her bra line, but at the time of the report, the patient felt stimulation in her legs and low back, but not her mid back. It was noted that the patient stopped feeling stimulation up her bra line a couple of months prior to the report. It was further noted that the patient had never been able to charge the implantable neurostimulator (ins) completely. It was noted that this started a couple of months after implant. It was noted that the patient ¿didn¿t know if something shorted out or if the leads moved.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).